Event description:
Procedure type: sleeve gastrectomy. According to american journal of transplantation 2013; 13: 363-368- wiley periodicals inc. In a publication entitled combined liver transplantation and gastric sleeve resection for patients with medically complicated obesity and end-stage liver disease: a combination of 45mm 4.8 and 60mm 3.5 endo-gia staple loads were used to resect the antrum and greater curve. The staple line was over sewn using a running 0 pds suture. The patient, with severe early graft dysfunction, subsequently developed a leak from his gastric staple line, resulting in multiple re-operations and a very prolonged hospital stay. He eventually recovered and discharged to home with normal allograft function.

Manufacturer narrative:
(B)(4).